Event description:
It was reported when using the bd syringe 0.3ml 30ga 8mm, the device had illegible and missing label information. The following information was provided by the initial reporter. The customer stated: "torn & information not clear."

Manufacturer narrative:
H.6. Investigation: customer returned several images of polybags for 0.3ml, 30 gauge, 8mm syringes from lot 1018173. Several of the polybags are open and do not appear as if they were properly sealed. Additionally, the lot number does not appear to have been printed on the reverse side of the polybags. A review of the device history record was completed for batch# 1018173. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of a printing defect. Root cause for this defect cannot be determined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 0.3ml 30ga 8mm, the device had illegible and missing label information. The following information was provided by the initial reporter. The customer stated: "torn & information not clear."